Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: chromopertubation. Event description: dr. [Name] created a pneumoperituneum and try to enter by using the cff33. By proper use of pressure by rotating the trocar broke at the obturator tip by trying to pass the body wall. Several peaces have to be remove from the tissue. The plastic peaces were stick in fascies and subcutaneous fat. The procedure takes therefore longer time as planed. Risk of not found platic peaces. Type of intervention: several peaces have to be remove from the tissue. The plastic peaces were stick in fascies and subcutaneous fat. The procedure takes therefore longer time as planed. Patient status: no patient injury or illness occur associated with the complaint event.

Event description:
Procedure performed: chromopertubation event description: dr. [Name] created a pneumoperituneum and try to enter by using the cff33. By proper use of pressure by rotating the trocar broke at the obturator tip by trying to pass the body wall. Several peaces have to be remove from the tissue. The plastic peaces were stick in fascies and subcutaneous fat. The procedure takes therefore longer time as planed. Risk of not found plastic peaces. Type of intervention: several peaces have to be remove from the tissue. The plastic peaces were stick in fascies and subcutaneous fat. The procedure takes therefore longer time as planed. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cracked and fractured cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to instrumentation coming in contact with the tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.